Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low glucose alerts and the volume was not working. The customer¿s blood glucose during the incident was 390 mg/dl and the customer treated with a manual injection/insulin pen. Troubleshooting was declined for the high blood glucose level. It is unknown whether auto mode was in use at the time of the incident. The device will be returned for analysis.